Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual. It was reported that when they used the patient programmer the only light that came on was the green 9 volt battery light. Also, when the programmer beeped it was a low level squeaky double beep that crackles which was occurring when pushing a button. The light indicators do not respond to the lights on the back. There was also a telemetry issue. This had started occurring in (B)(6) 2015. A new patient programmer was sent to the patient and they had the same issue in that the only light that would come on was the 9 volt battery light and it was making the same noises. Additional information was received from a healthcare professional (hcp). It was reported that the patient visited their healthcare professional on (B)(6) 2015 for a follow-up appointment. It was reported that about four to six weeks prior to this visit the patient was no longer able to communicate with the left ins. It was reported that the patient suffered a general worsening of symptoms over the past few months prior to this visit. It was noted that the patient had an increase in back pain and right handed tremor and more difficulty initiating movements in the right upper extremity. It was reported that the patient¿s spouse wanted a bilateral ins replacement performed to minimize surgeries because the patient did not do well with past surgeries. It was reported that the patient complained of moderate gait difficulty and occasional freezing episodes, but did not report any falls or near falls. It was reported that the patient had not seen a physical therapist in years. It was reported that the patient had a general feeling of apathy and loss of initiative, which applied to many day to day activities, but patient denied having depression or anxiety. It was reported the patient had difficulty with drooling, speech and swallowing with some occasional choking. It was noted that the patient was on sinemet 25/100 mg 1/4 tab q 3 hours. It was reported that the patient develops bothersome dyskinesias with higher doses. The healthcare professional reported the patient had moderate memory loss with disorientation and moderate difficulty handling complex problems and mild, but definite impairment of functions at home with need of occasional prompting. It was also reported the patient had sleep disturbances which included talking in sleep and acting out dreams. It was reported that the patient was very dependent on assistance with activities of dialing living, but did not require assistance with dressing, hygiene, or turning in bed/adjusting sheets, although they were reported to be somewhat slow and clumsy for the patient. It was reported that the patient's handwriting was severely affected and not all words were legible. It was noted that the patient suffers from dyskinesia, but only when carrying out motor tasks. It was reported that the patient takes dextromethorphan (15 ml), guaifenesin (15 ml), tamsulosin (0.4 mg), and temazepam (15 mg) daily as needed. Patient's blood pressure was 132/74 mmhg, pulse was 91 bpm, and arterial oxygen saturation was 98%. It was reported that interrogation of patient¿s devices indicated that the left ins needed to be replaced. The right ins was reported to have 2.83 v remaining. It was reported that the right ins was currently 30 months old and was predicted to last another 16 months. It was noted that the patient was scheduled for a pre-operative appointment the day of this visit and left ins replacement the following day. It was also noted that the patient would be seen for psychiatry, physical and occupational therapy, speech language pathology appointments, and a swallow study. It was stated the patient had a follow-up in the clinic two months after this visit for further evaluation and management of the deep brain stimulator.